Event description:
On (B)(6) 2023, rayner received notification from a UK healthcare facility of an event that occurred during use of a rayone emv toric rao210t. The event description provided states that immediately following implantation the healthcare professional observed that the lens was cracked and explanted the lens from the eye.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. Bthe event description provided states that immediately following implantation the healthcare professional observed that the lens was cracked and explanted the lens from the eye. A minimal amount of resistance was felt at the last stage of injection, otherwise injection is said to have proceeded as normal. A back-up lens was implanted successfully without further incident and without injury to the patient during the original surgery session. The device has not been returned to rayner for evaluation. The rayone hydrophilic iol use risk analysis identifies the following as possiblecauses of "physical damage to iol"; sharp edgeinstruments used during surgical procedure, surgicalprocedure: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd: yag operator error and cracked optic surface post injection due to dehydration of lens. Our review of production records for the rayone emv toric rao210t batch 063217393 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from these batches were within tolerance, met specification criteria and were without defects. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone emv toric rao210t 063217393. There is insufficient evidence and information available to establish the cause of the crack in the lens post implantation.